Event description:
It was reported that the tubing of a urinary drainage bag had a hole. The reporter stated that the tubing was adhered to the packaging. When the device was removed from the packaging the hole was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a hole was observed in the bag at the junction with the catheter. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.